Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options included thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported an angio-seal was selected for use. Minutes after deployment, there were no distal pulses from the patient's right leg. Manual compression was applied for approximately five minutes. The patient was immediately taken to surgery, where the anchor was found distally in the patient's leg and the angio-seal was removed. Additional information received revealed, the angio-seal was deployed antegrade. The patient had immediate right leg ischemia after the angio-seal suture was cut. An angiography was performed that showed an occluded femoral artery, which was restricting blood flow. A surgical arteriotomy was performed, to remove the angio-seal. During the procedure, a fogarty catheter was used and blood flow was restored. The patient was reported to be recovering after surgery and was later discharged from the hospital.